Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead was attempted to be fixed in multiple locations due to the patient¿s large atrium, large ventricle, and severe tricuspid regurgitation. When the lead was fixed to a few locations, the thresholds were high and after repeated screwing of the helix in and out, the tip of the lead became impacted by tissue that could not be cleaned out. The helix was blocked which prevented it from being screwed out smoothly. The lead was removed and was not implanted. Another lead was used. No patient complications have been reported as a result of this event.